Event description:
It was reported that a user experienced temporary signal loss between a dexcom g7 sensor and the ilet following a firmware update, after which the sensor reconnected and began displaying blood glucose on the ilet. Symptoms included no reported adverse health effects. Outcomes included no impact to blood glucose control, no alerts or alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support while on the call. Investigation of this case revealed that the device reconnected after a brief period post-update, consistent with expected reconnection behavior. It was concluded that the system functioned as designed after firmware update with no device malfunction identified.